Event description:
Sorin group received a report that the tubing in the pump raceway split during the procedure. There was no patient injury or medical intervention required as a result of the issue.

Manufacturer narrative:
Sorin group received a report that the tubing in the pump raceway during the procedure. There was no patient injury or medical intervention required as a result of the issue. Sorin group has requested that the product be returned for evaluation. To date, no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.